Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information about high blood glucose was not provided with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer called to get assistance setting up the replacement pump the day after they reported the issue on the insulin pump. Customer stated their blood glucose level was 467 mg/dl and treated with manual injection. Blood glucose at the time of the call was 272 mg/dl. Customer declined troubleshooting for high blood glucose as they were not using the device due to blank display.